Event description:
It was reported by the customer that sometime in the middle of august, the customer had low blood glucose levels of 48 mg/dl. The customer treated with sugar and juice. The customer reported that the event occurred twice. The customer also reported that insulin would exit during prime even though was prime had not yet been completed. The customer declined to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).